Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn and intralipids and the delivery was started. No specific programming parameters were provided. After approx. 1 week, the nurse reported the device alarmed 4 times for ¿ensure flow stop closed, insert cassette¿ and distal occlusion; however, no occlusion was present. The nurse unsuccessfully attempted multiple times to resolve the alarm condition by reloading the tubing set and restarting the delivery. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated the delay in resuming therapy was approximately 15-25 minutes. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no add¿l info was provided.

Manufacturer narrative:
The customer contact indicated the device would not be returned for testing and investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.